Manufacturer narrative:
Concomitant medical product: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu313110. The information described in this report was collected by (B)(6) for the (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the (B)(6). Therefore, further investigation is not possible. A review of the manufacturing records could not be performed as the lot number was not available. UDI number could not be obtained as the lot number for the device was not available. The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: reoperation.

Event description:
It was reported to gore via the (B)(6) that on an unknown date in 2017, a patient underwent urgent endovascular treatment of a symptomatic acute dissection in zone 2, which extended to zone 11. The tevar indication was for pain and malperfusion. Preoperatively, the patient was experiencing leg ischemia and lower limb ischemia. The primary entry tear was located in zone 2. Two conformable gore® tag® thoracic endoprostheses (tgu313115 and tgu313110) were implanted in zone 3 and 2, with coverage extending within zone 5, the left subclavian artery was not covered. Additionally a branch procedure involving the left subclavian artery (lsa) celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) was performed. Post treatment patency of the branches was reported with no partial coverage of the lsa. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 32mm, zone not identified. No post-operative complications were reported for the patient who was transferred to the intensive care unit and discharged to a nursing home on post-operative day (pod) 8. The maximum aortic diameter within the treated area at time of discharge was not provided. On an unknown date, approximately pod 241, it was reported that the patient underwent reintervention to treat a proximal extension of the dissection. Surgical treatment of the aorta was performed to repair the dissection which included partial device removal. No further details were available. On an unknown date, approximately pod 280, no follow up imaging was reported. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.